Event description:
After pump replacement surgery in (B)(6) 2009, the pt was sick for one year. The pt experienced "pain and suffering" for an entire year due to the pump. The pump was recently replaced because it "hadn't been working". The reporter did not know why the pump was explanted but stated "it stopped working." The pump delivered morphine. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4): "pain and suffering" and "sick for one year".